Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The user interface front bezel assembly was returned for failure investigation. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
The customer reported nav-ring defective. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel assembly to resolve the reported issue. The device passed testing after repair was completed and was returned to service. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav-ring defective. There was no patient involvement.